Manufacturer narrative:
According to the quality history, this kind of failure is likely to happen when the side rail was impacted during transportation.

Event description:
The customer alleged that the side rail will not latch in the up position. No injury reported. The customer stated that the pin that the pull knob attaches to is too short and will not allow the latch block to slide into the hole that latches the side rail in the up position. The technician entered an order for a replacement pull knob kit to resolve the issue.